Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) failed to perform compressions and displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolution exceeded) error messages. The customer was unable to clear the error codes and switched to manual CPR until the patient got a pulse. No consequences or impact to the patient. In addition, it was reported that the lifeband (lot # unknown) was torn. No further information was provided. Per customer, it is unknown when the lifeband got torn. Please see the following related MFR report: MFR # 3010617000-2021-00141 for the autopulse platform (sn: (B)(4)).